Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the mid right coronary artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system (sds) was advanced, but could not cross to the lesion after several attempts. During removal, the sds became stuck with the guide wire and the stent dislodged from the sds balloon and remained on the guide wire. A new xience sds was used to treat the lesion successfully. A good timi flow was achieved. No additional information was provided.

Event description:
Subsequent to filing the initial medwatch report, additional information received, clarifying that during the attempt to remove the xience v stent delivery system from the guide wire, the distal end of the shaft with the balloon became separated, but remained on the guide wire. The stent remained intact on the balloon and did not dislodge. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Guide wire resistance could not be verified due to the condition of the returned device. Shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.